Manufacturer narrative:
The target lesion for the procedure was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: moderately calcified, slightly tortuous, a restenotic lesion previously treated by balloon angioplasty (poba), and a 99% stenosis. The lesion was pre-dilated with a voyager balloon with an unknown inflation time/duration. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure, while deploying the cypher 3.0x18mm stent the stent delivery system (sds) balloon ruptured at eight (8) atm. A guidant hinode balloon was used to successfully post-dilate the cypher stent. There was no reported patient injury.